Event description:
During a coil embolization procedure for reservoir placement the coil was stuck at the hub of the renegade stc/boston scientific micro-catheter. The target lesion was gastro-duodenal artery. There was no adverse consequence to the patient.